Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2018 with the following findings: during investigation, the display bezel was found to be detached from the pump. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored and the battery compartment was cracked from the threads to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (damaged) issue. It was alleged the display detached from the pump. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.